Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a charging issue and possible autofilling issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) reported that a patient was not involved in the reported issue.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the customer complained of charging issues and possible auto filling issues. Upon investigation the stm found that the console cover had been damaged and the vacuum line had been punctured. To address the issue, the stm replaced the console cover and vacuum line. The stm ensured proper functionality and then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery issue. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.